Event description:
It was reported there was an over infusion of bumex. The bumex drip was infusing at 2.4 ml/hour. Later, it was noted that bumex drip rate had unexpectedly changed to 50 ml/hour and the entire 50ml bag was empty. When looking at infusion verify, it appears that infusion was stopped at 0827 while patient was in echo. Cardiology was consulted and the patient's vital signs were monitored frequently. The patient received mg (magnesium) and k+ (potassium) via infusion following the event. Labs ordered to be repeated, and patient placed on telemetry.

Manufacturer narrative:
Omit: b17: device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes, remedial action required, remedial action# and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report of an over infusion of bumex could not be confirmed or replicated. The retrieved associated device logs showed on (B)(6) 2024 at 5:39 pm, a secondary infusion of bumetanide (bumex) ivpb at 0.25 mg/ml was programmed and started on the suspect pump module s/n: (B)(6). The infusion rate was 200 ml/h. The volume to be infused (vtbi) was 50 ml. The device showed no usage on the reported event date of 8aug2024. On (B)(6) 2024, between the time 5:40 pm and 10:22pm, the rate of the secondary infusion was titrated between 2 ml/h, 3 ml/h, and 4 ml/h, overriding multiple guardrails soft limits. At 10:53 pm, the volume infused was cleared with the secondary volume infused (svi) recorded at the value of 15.286ml, resetting the primary volume infused (pvi) and the svi to 0.00 ml. At 10:59 pm, an occluded patient side alarm was observed. The infusion was restarted at 11:01 pm. At 11:32 pm, another occluded patient side alarm was observed. The infusion was restarted at 11:42 pm. On (B)(6) 2024, at 5:53 am, the rate was changed to 3.2 ml/h, overriding a guardrails soft limit the dose was less than 50mg. At 8:01 am, the pause key was pressed, and the rate was changed to 2.4 ml at 8:01am, overriding a guardrails soft limit. At 8:01 am, the infusion was paused. There was a safety clamp open alarm followed by a closed door (restart) alarm at 8:03am. The infusion was restarted at 8:04: am, followed by an auto-restart. The secondary infusion finished at 8:27 am. The programmed primary infusion of 0.9% normal saline, at a rate of 50 ml/h, started right after. The total volume infused of bumex was calculated at 50.003ml. This value was derived by adding the volume when cleared (15.286ml) on (B)(6) 2024 at 10:53am with the total volume infused (34.717ml) when the secondary infusion completed on (B)(6) 2024 at 8:27am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The incident administration set was requested but was not provided by the facility, as a result it could not be inspected or tested. Per the log analysis infusion duration there was no indication of a potential back-check valve failure having occurred with the primary administration set, that may be perceived as an over infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of bumex was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The log analysis found the secondary infusion of bumex 50ml was infused over a period of 14 hours and 48 minutes at various flow rates (initially programmed at 200ml/hr and then quickly changed to 2ml/h and titrated as high as 4ml/h), infusing to completion and then transitioned to the primary infusion rate of 50ml/h. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, g02014, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of bumex. The bumex drip was infusing at 2.4 ml/hour. Later, it was noted that bumex drip rate had unexpectedly changed to 50 ml/hour and the entire 50ml bag was empty. When looking at infusion verify, it appears that infusion was stopped at 0827 while patient was in echo. Cardiology was consulted and the patient's vital signs were monitored frequently. The patient received mg (magnesium) and k+ (potassium) via infusion following the event. Labs ordered to be repeated, and patient placed on telemetry.

Manufacturer narrative:
Additional information: concomitant med prod data(8600) , imdrf annex a, d and g codes.

Event description:
It was reported there was an over infusion of bumex. The bumex drip was infusing at 2.4 ml/hour. Later, it was noted that bumex drip rate had unexpectedly changed to 50 ml/hour and the entire 50ml bag was empty. When looking at infusion verify, it appears that infusion was stopped at 0827 while patient was in echo. Cardiology was consulted and the patient's vital signs were monitored frequently. The patient received mg (magnesium) and k+ (potassium) via infusion following the event. Labs ordered to be repeated, and patient placed on telemetry.